Manufacturer narrative:
The device associated with this report was not returned. A complaint database search and/or a review of device history records were not possible as the necessary lot code was not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, in regards to the asr cup, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis will be documented on wwcapa (B)(4) and (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address a loose asr cup due to lack of ingrowth. The stem was also loose, possibly due to undersizing.